Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of event: (B)(6) 2017.

Event description:
It was reported that an instrument had fractured. The event was noticed post-surgery after the instruments were sterilized. There was no patient involvement.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial articular surface provisional, cat#: 42527000505, lot#: 63107281; persona tibial articular surface provisional, cat#: 42517000707, lot#: 62256279. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05844; 0001822565-2017-05845.

Event description:
Gh hold 8-17-17. It was reported that an instrument had fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends